Event description:
Two discordant advia centaur cp troponin ultra results were obtained on pt samples. The results were not released to the physician(s). Upon repeat, in duplicates, the corrected results were reported out. There was no report of pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a bent aspirate probe 3. The fse replaced the aspirate probe 3 and performed total service call. The instrument is performing within specifications. No further eval of the device is required.